Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated erroneous, low mean corpuscular hemoglobin concentration (mchc) and hemoglobin (hgb) results for four (4) patients. The patient samples were rerun on the same instrument. Rerun results for mchc and hgb were higher; all other parameters correlated. The erroneous results were reported out of the laboratory. There was no impact to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined there was film on the inside of the hgb chamber. The fse cleaned the hgb chamber to resolve the reported issue.